Event description:
The customer reported a bulged silicone segment. The ccu nurse hung a new cardizem and new i.v. Set; and the cardizem infusion started at 5ml/hour. The alaris pump module started alarming 1.5 hours later and the nurse opened the door and found the bulged silicone segment. The customer reported no i.v. Pushes were administered during the 1.5 hour infusion. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.